Event description:
Information received by medtronic indicated that the patient had a perforation on the lateral wall of the left atrium during a cryoablation procedure. Two ablations were completed in the lspv. While using a guidewire position catheter in the lipv, the patient's blood pressure and co2 levels dropped. The catheter and sheath were pulled back into the right atrium and an echocardiogram was done. The patient underwent a pericardial tap removing about 300 cc of fluid. The procedure was aborted. The patient was in stable condition post intervention.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
Bin files were reviewed and do not show any system notices or issues for the date of case. The returned catheter was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 8 injections. The catheter passed the inspection as per specification. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.